Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea") and endometriosis ("developed endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral)/oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the nausea, weight increased and endometriosis outcome was unknown. The reporter considered abdominal pain, endometriosis, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: pelvic pain, abdominal pain, nausea, weight gain, developed endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Lab data updated. Events: pelvic pain, abdominal pain, nausea, weight gain, developed endometriosis were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.